Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.